Manufacturer narrative:
Consumer went to emergency department after inserting lenses because of burning. At the emergency department symptoms reported were eye pain and red eye(s). Patient reported she placed her contact in her eye after it had been soaking in cleaner and that she removed it from the ¿neutralizer¿ sooner than she should have. Pain and burning was noted immediately that had resolved after removing the contact lens. She did not place a lens in the left eye. The emergency department record indicated that the degree of symptoms was minimal and there was no vision loss. The right conjunctiva was reported to have conjunctivitis and be erythematous. The differential diagnosis was conjunctivitis as the patient had mild chemical conjunctivitis from exposure to 3% peroxide solution. The patient was given educational materials. No medications were reported. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The emergency department physician indicated that contact lens wear with a fresh pair could be resumed the day after. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer went to emergency department after inserting lenses because of burning. At the emergency department symptoms reported were eye pain and red eye(s). Patient reported she placed her contact in her eye after it had been soaking in cleaner and that she removed it from the "neutralizer" sooner than she should have. Pain and burning was noted immediately that had resolved after removing the contact lens. She did not place a lens in the left eye. The emergency department record indicated that the degree of symptoms was minimal and there was no vision loss. The right conjunctiva was reported to have conjunctivitis and be erythematous. The differential diagnosis was conjunctivitis as the patient had mild chemical conjunctivitis from exposure to 3% peroxide solution. The patient was given educational materials. No medications were reported. Emergency department physician indicated that contact lens wear with a fresh pair could be resumed the day after the emergency room visit. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.